Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix could not be retracted during placement of the lead. An alternate lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. The helix will not extend due to distal conductor distortion within the connector. If information is provided in the future, a supplemental report will be issued.